Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the threaded shaft broke during the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9; g3; h3; h4; h6, h11. Complaint sample was evaluated, and the reported event was confirmed. The threaded tip of the shaft has fractured and not all pieces were returned. Visual examination of the returned product identified signs of use as well as wear. The large hex end has scratches inside the hex and the outer edges have dings and knicks. The shaft of the device has scratches from use. The device has a possible field age of 10+ years. Measured features of the device to confirm it is conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.